Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient had reported intermittent sound with her cochlear implant system since 2007. The patient presented at the clinic on the following month, reporting that the sound from the cochlear implant system was uncomfortably loud. Exchanging the external equipment and reprogramming did not solve the problem. Implant tests done at the clinic failed to obtain telemetry data. Results of an integrity test done on two days later were consistent with intermittent operation of the receiver/stimulator. Explantation/reimplantation surgery was scheduled for five days later.